Manufacturer narrative:
Part number and lot number is unknown at this time. Microaire is anticipating the complaint product to be received for evaluation and this record will be updated at that time.

Event description:
A customer has reported that during a liposuction procedure a microaire branded cannula was being used to harvest fat from a patient's arm. When the cannula was removed at the completion of the procedure, it was observed that the tip of the cannula was broken and retained within the patient's arm. An x-ray c-arm machine was used to locate the cannula fragment. The broken tip of the cannula was retrieved, and the patient was stable for discharge. It is noted that the patient has an additional scar as a result of extracting the cannula tip.

Manufacturer narrative:
Referrence attached document failure analysis 2020601-2020-00006.